Manufacturer narrative:
Based upon the inquiry info received, the visual examination and functional test, it was concluded that the reported incident during surgery may have been due to the firing knob being partially actuated and then retracted, which caused the lockout tab to actuate, and create hyper lockout. The instrument was received with the distal staples protruding from the pockets and the firing knob was locked out. The cartridge was removed and then secured back onto the instrument. The instrument was then cycled, fired and formed all staples and fully cut without incident. The staples were measured and were found to be within specifications.

Event description:
It was reported the tct10 was used during a subtotal gastrectomy. It was reported by the affiliate on the firing process, the knob stopped since it was too fine for the surgeon to fire the instrument. The surgeon used another stapler to complete the case. There was no consequence to the pt.